Manufacturer narrative:
Additional information was added in h.3. ,h.6. And h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient had acute anterior uveitis in the right eye following direct selective laser trabeculoplasty (dslt) laser treatment, with hypopyon and fibrin in the anterior chamber. Aggressive topical and subconjunctival steroid therapy led to resolution of inflammation. Intraocular pressure (iop) control was managed with eyedrops, a combination of prostaglandin analog and beta blocker, which was effective for glaucoma. Steroid tapering and anticholinergic agent support were ongoing to prevent recurrence and manage pain. Monitoring for glaucoma progression was considered essential due to bilateral optic disc cupping and elevated iop in the left eye. The patient received a ward review as she was currently an inpatient in hospital. Her symptoms were much improved in the right eye and hypopyon had resolved.